Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day following the implant procedure, the implantable cardiac monitor (icm) exhibited undersensing or possible loss of contact. The device remains in use. No patient complications have been reported as a result of this event.